Event description:
It was reported that the pulse generator exhibited a lead impedance measurement anomaly. The device had ventricular lead impedance measurements of 100 ohms out of clinic twice. In clinic, lead impedance measurements were consistently greater than 610 ohms.